Event description:
A malfunction was reported with the pump, indicated by a malfunction code and a fault ID. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer was informed that a replacement pump with updated software would be sent.